Event description:
It was reported that the pt had hit their head almost a couple of weeks ago against the corner of a cabinet. In addition, the pt was in a car accident and hit their head on the dashboard. The date of the car accident is uncertain but was about a couple of months ago. The pt has requested that the implant be explanted. The pt has only five active electrodes and also has cochlear malformations.